Event description:
The customer reported discrepant troponin I (access® accutni) results, for four patients, involving the access® accutni assay used in conjunction with the unicel® dxc 600i synchron® access® clinical system. This report is one of two referencing the two patients on the event date noted. The customer stated the discrepant results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The patients' samples were collected in 13x100 mm becton dickinson (bd) lithium heparin plastic separation tubes (pst) with gel and centrifuged in a statspin centrifuge at 3,000 rpm (rotations per minute) for ten minutes, at room temperature. The samples were analyzed from the primary tubes through the closed tube aliquoter (cta). No sample integrity issues were reported. Quality control (qc) is performed once daily and was within specification at the time of the event. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. The field service engineer (fse) performed a complete evaluation of instrument. The fse removed the analytical module and inspected it thoroughly. The fse observed the substrate probe had a slight kink near the top of the black fitting and replaced the substrate probe. The fse noted all other components of analytical module were acceptable. The fse verified the ultrasonics and noted it was within specification. The fse noticed the temperature of the ultrasonics transducer to be slightly low and increased temperature appropriately to 37 degrees celsius. The fse noted all pipettor alignments were acceptable. The customer then performed an acceptable system check routine. In addition, the customer performed an acceptable cardiac quality control (qc) panel, with results well within range. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications, and the instrument was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2014-00334.